Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. Impedances were greater than 2000 ohms. The patient was checked and thresholds appeared to be gradually rising and there was loss of capture noted. The patient had no symptoms. The physician suspected the observations were due to scar tissue growth and/or calcification on the lead. At this time, the system remains in service and reprogramming was performed. The patient will continue to be monitored. No adverse patient effects were reported.